Event description:
Follow-up identified the ipg was replaced on (B)(6) 2018. Therapy was restored postoperatively and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would randomly turn on by itself/without prompting. Reportedly, troubleshooting did not resolve the issue. As such, surgical intervention is pending as the next course of action.